Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure performed on (B)(6), 2012.according to the complaint, the snare loop broke off inside the patient's colon. The doctor was able to retrieve the detached piece with another sensation snare without any issues, and completed the procedure with this second sensation snare.the patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the loop to be detached from the cable, although crimping marks were present and within specifications. However, the weld diameter at the end of the cable was measured to be 0.038, exceeding the specification of 0.035. Functional testing was not performed due to the return condition. The condition of the returned device was consistent with the complaint that the loop detached; the complaint was confirmed. The detachment likely occurred due to improper welding during the manufacturing process, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, the snare loop broke off inside the patient's colon. The doctor was able to retrieve the detached piece with another sensation snare without any issues, and completed the procedure with this second sensation snare. The patient's condition was reported to be fine following the procedure.